Manufacturer narrative:
Section d7: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had pump stoppages and speed drops that were greater than 200 rpms on (B)(6) 2019. These events occurred while the patient was connected to battery power and on a power module while using an ungrounded patient cable which could have possibly been caused by a phase to phase short. It was reported that the patient did not have enough room on the driveline to do a driveline repair. The patient had a kink and weakening in the driveline where the repair heat wrap meets the silicone nearest to the exit site. Tech services were consulted to see if there was enough room to do an additional repair but it was confirmed there was not enough room. The patient had pump exchanged.

Manufacturer narrative:
MFR# 2916596-2015-01958 was submitted for short to shield complaint in 2015. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, confirmed internal driveline wire damage that could have contributed to the pump stop events while the patient was supported by both the power module (while using an ungrounded patient cable) and battery power. The device was returned assembled with the driveline cut approximately 3¿ from the pump housing and the distal portion of the dl was returned measuring approximately 43¿. Evidence of a previous driveline repair was observed. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of depositions or thrombus formations. The silicone jacket of the pump-end segment appeared unremarkable. The silicone jacket of the distal-end segment also appeared unremarkable; however, the clear heat wrap silicone layer covering the driveline repair appeared to be torn. The driveline repair underneath appeared to be free of damage. The silicone jacket, bionate layer and metal braided shielding were carefully removed to examine the underlying wires of each segment. Visual examination of the wires of the pump-end segment revealed breaches to the insulation of the yellow and orange wires, approximately 2.75¿ and 3¿ from the pump housing, respectively. A breach to the insulation of the green wire was identified on the distal-end segment, approximately 37.5¿ from the metal connector. Further evaluation identified an additional breach to the black wire at approximately 42.5¿ from the metal connector and additional breaches to the insulation of the brown, red and orange wires at approximately 43¿ from the metal connector. All of the observed wire damage appeared to be the result of repetitive flexing. Due to the damage observed to both the pump-end segment (yellow and orange wires) and distal-end segment (brown, red, orange and black wires) being too close to the ends of the wires, only the black, brown, green and red wires of the pump-end segment and green and yellow wires of the distal-end segment could be tested for electrical continuity. No discontinuities or shorts were identified on these wires. The damages observed to both driveline segments were then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The heartmate ii operates on a three phase motor where each phase is powered by two redundant wires; the yellow and green wires represent phase 1, the black and brown wires represent phase 2, and the red and orange wires represent phase 3. If the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting electrical phase to phase short could have contributed to the pump stop events captured in the log file. If the exposed conductors of any compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), an electrical short to ground would cause an interruption in pump function. Pump speed, power, flow, and pulsatility index are also addressed in heartmate ii lvas IFU. This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. Also outlines all system controller alarms, as well as how to respond to such events. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. Also contain important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.